Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that one of the patient's leads went "bad". The lead was capped and replaced. No patient complications have been reported as a result of this event.